Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint. The erbe generator initialized without errors. However, the erbe errors logs reflect codes that the customer had reported. The fse replaced the erbe generator. The da vinci system was then tested and verified as ready for use. Isi received the erbe generator to perform failure analysis evaluation. Upon visual inspection there were no issues found that would be related to the reported event. Failure analysis was able to confirm and reproduce the customer reported complaint. An error was displayed on startup of the unit.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy procedure, the monopolar energy from the erbe generator did not work. The customer explained that when the surgeon tried to deliver monopolar energy, an error was present on the erbe generator screen. The procedure was completed robotically with the same generator. The problem arose at the end of the case while the surgeon was trying to control bleeding. The da vinci instruments were undocked and laparoscopic instruments were used to control the bleeding. The following information is unknown: the cause and source of the bleeding, and the estimated blood loss. The patient tolerated the surgery well.

Manufacturer narrative:
Additional information: a review of the site's system logs confirmed the erbe generator error reported by the customer. No images/videos were submitted by the customer for review.

Event description:
Refer to h11 for follow-up information.